Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the ventricular lead was inserted incorrectly into the wrong connector. The lead was then inserted into the correct connector, however the physician noted the lead may have been damaged in the process. The day following implant, non-sustained oversensing was noted on the ventricular channel. The device was reprogrammed to resolve the issue. The patient experienced no adverse events as result of this event and is in stable condition following the procedure. Related device: 2938836-2017-11188